Event description:
Additional information received from a manufacturer representative reported the patient and health care provider (hcp) were upset about the event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the integrated circuit of the hybrid had a copper trace anomaly and a mud cracking residue anomaly. Analysis determined there was a copper trace short around the exposed copper and residue formed around the exposed copper on the integrated circuit of the ins hybrid circuit board. An electrical short due to a copper trace anomaly was observed between the exposed traces of the electrode fourteen signal and the digital address signal. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and no output was observed on the electrode pairs the ins had when it was received. After one physician mode recharge (pmr), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient's implantable neurostimulator (ins) was overdischarged and "not activating." The patient was not able to charge the ins. After speaking with the patient the manufacturer representative found they had fully charged the ins on (B)(6) 2017 and partially charged on (B)(6) 2017. When the ins was interrogated, an error message stating "the ins was discharged. Charge battery now. Press exit (33)" was displayed. Telemetry was not possible with the patient programmer anymore. X-rays were done by the patient's hcp and the ins was in the correct place. The cause of the event was the ins not being recharged on time. A physician mode recharge (pmr) was attempted. After the pmr was initiated, the countdown stopped at 58:45, the recharger beeped, the screen blacked out and then a reposition antenna screen was displayed. After trying a pmr 12-15 times the full 60 minute pmr took place, but the ins was not active. The manufacturer representative repeated the full pmr 3-4 times, but the ins was still not functioning. The patient was alive with no injury. The patient's indication for use is parkinson's disease. No further patient complications were reported.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) had suddenly stopped and the cause was not clear.

Event description:
Additional information received from a manufacturer representative reported the patient experienced a return of the their parkinson's disease symptoms including tremor and freezing. The symptoms were managed by the patient's health care provider (hcp). The implantable neurostimulator (ins) was being explanted and replaced on (B)(6) 2017. The issue was resolved after the ins was replaced and the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that an x-ray was done to see if the implantable neurostimulator (ins) was flipped. The x-ray showed the ins was not flipped. When the ins was checked with the patient programmer a "device not supported' message was displayed. Another recharger and patient programmer were tried, but the result was the same. Interrogating the ins with the clinician programmer was not possible. No power on reset (por) error messages were displayed.